Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to infection. A spectranetics lead locking device (lld) was inserted into each lead to act as traction platforms to aid in the leads'' extractions. The physician began the attempt to extract the rv lead first, using a spectranetics 16f glidelight laser sheath. The 16f glidelight passed easily along the lead up to the position of the lead's proximal coil. The location of the proximal end of the coil was at the superior vena cava (svc)/right atrial (ra) junction. At this location, the physician suggested reducing the power setting of the laser to 40 hz. Multiple applications were delivered at the site until the laser progressed to the distal portion of the proximal lead (now within the ra). Within a few minutes, the anesthetist became concerned that the patient¿s blood pressure was dropping. An emergency echo confirmed a pericardial and pleural collection of blood. At this time, the patient went into cardiac arrest and CPR was performed. Further rescue efforts began immediately, including use of a rescue balloon and the administration of blood. In addition, there were several unsuccessful attempts at pericardiocentesis. After approximately 20 minutes, a sternotomy was performed and the patient was placed on bypass. A large tear was discovered, extending from the svc/ra junction to the left innominate vein. It was also reported that the right internal jugular vein had become disconnected from the venous system, making the case unsalvageable. The consensus at that point was to stop further treatment and the patient was pronounced deceased. There was no alleged malfunction of any spectranetics device used during the procedure.